Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit by a bd clinical consultant, that near the end of blood transfusions, an ¿occluded container side¿ alarm occurs. The tubing appears flattened inside of the pump module door upon opening the door to inspect the tubing. This is one of at least three occurrences. The staff recalls blood remaining in the bag on one occasion and potentially an empty bag with blood in the drip chamber on another occasion. These events occurred in the children¿s hospital outpatient services.